Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels. Contact did not provide a bg value. No further information on the reported issue was able to be obtained as the contact ended the call with tandem technical support.